Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 3004485144-2016-00069.

Event description:
It is reported the screw was inserted 3/4 of the way, to the base of the tulip, when it became jammed and the surgeon was unable to re-establish a solid interface; meaning the screw wasn't retained well by the inserter. The screw was removed and replaced with a new screw.

Manufacturer narrative:
The returned inserter was examined and found that there is some material displacement on the device tip that interfaces with the screw. The complaint is confirmed. There were no indications of manufacturing issues detected which would have contributed to this event. The labeling was reviewed and contains instructions on device usage.